Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a lap gastric bypass procedure they used a 3d-camera in a 12 mm port. They needed to move the camera to a different port and then use 5 mm instruments in the first port where they had the camera in during the first hour. After using the 5 mm instruments the port leaked a lot of gas. The user changed the seal from a new cannula to complete the procedure. The last known patient status is reported as okay.